Event description:
It was reported that the ilet user experienced a low glucose episode, reaching 63 mg/dl after an earlier overtreatment of a suspected low led to a rapid rise to 171 mg/dl and automated correction doses; glucose tablets were taken and glucose returned to range within about one hour, and education on avoiding overtreatment was provided, consistent with a user procedure issue and with no device component implicated. Symptoms included hypoglycemia, although the user denied feeling symptomatic and stated the sensor was accurate. Outcomes included serious injury and the need for oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to overtreatment of hypoglycemia, and no specific device component applicable. It was concluded, based on previously established findings for similar reports, that unintended use error caused or contributed to the event.